Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. Two mitraclips were deployed on the mitral valve. A third clip, a mitraclip xt, was then inserted and placed on the mitral valve. However, during deployment, while retracting the actuator knob, the whole mandrel came out. It was noted that the actuator knob was retracted further than expected, but was still attached. The clip was deployed without further issues, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The reported material protrusion/extrusion was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated, and the reported material protrusion/extrusion of the actuator assembly is a normal function of the device. There is no indication of a product issue with respect to manufacture, design or labeling.